Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported an implant loss - periimplantitis. According to measurements, the implant is a frialit ii d 3.8/ l 15 - prosthetics not performed by the customer. Clarified by telephone regarding replacement.